Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was spinal pain. The patient reported that they had an issue over the weekend with their pump where the communicator would not communicate with the pump. The patient stated they were able to get it to work again after about 20 minutes, but the communicator and the phone/handset were not communicating so they were unable to bolus which the patient stated was a very difficult time for them because they were in the process of transitioning from ¿hydromorphine¿ to fentanyl, so they were going through withdrawal over the weekend. While on the call, the patient mentioned that when they first got the pump about a year ago, they would get a bolus in about a minute, but now it was more like 2.5 minutes. The agent offered to troubleshoot the previous connection issue, but the patient declined. The patient was amendable to clearing data, so the agent assisted the patient in clearing data. The patient inquired about getting a second/spare communicator because when they were in the ER (emergency room), ¿going through the conversion (of pump meds)¿ the healthcare provider ¿was not receptive at all,¿ as they were given a couple shots and sent home. The patient agreed to monitor the equipment and call back for assistance as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer stated that 'since last week,' they have been using 10 boluses a day since transitioning from hydromorphone to fentanyl. The patient stated that 'it was working during the week just fine, but the connection issue just started last night. They had trouble twice last night and once this morning trying to get a bolus. They did get them to connect but it seems like something was not working as well as it has in the past. The patient said, ¿I don't know if the increased use is part of the issue because over the last week I've used 10 bolus's a day.¿ they had to keep the communicator charged up to the top to get it to work. If they did not charge the communicator just before they use it, it seemed to not be able to make a communication connection with the pump.the patient later clarified that they had a telemetry delay at 90% so it might have taken them 2 minutes to connect, and mentioned they called in about this and cleared data 'about 2-3 weeks ago,' but now the issue is they are having issues with the connection and the percentage was not going to 90%. The patient stated that their current issue will show 'searching' and then go to 'cancel' or 'retry,' so they had to move the communicator around and then it will work. While on the call, the patient was already connected to the pump and confirmed they currently have 1 hour and 25 minutes of their 2-hour lockout with 7 boluses left today. The agent assisted the patient in clearing data, resetting bluetooth and location. The patient will monitor and call back if further assistance is needed. Additional information was received from a consumer stated that they need to delete the data again. The agent reviewed the data and assisted the patient in deleting the data.